Manufacturer narrative:
Investigation results: a device history record review was completed. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of reported lot number were obtained from the manufacturing facility. The retained samples were evaluated; however, no signs of reported issue was observed. Based on the investigation results, we were unable to reproduce the reported issue and an exact cause could not be determined. All needles are 100% inspected for presence of epoxy in the manufacturing process, any needle with absence or improper amount of adhesive is rejected. In addition, this camera system is challenged every 8 working hours at the beginning of every shift. Moreover, a test in-process is performed to verify if there is any problem related to the epoxy dosage every 30 minutes by the in-line operator. Moreover, cannula pull out test is tested routinely as part of the in-process control plan during manufacturing according to product specification and iso requirements. We are certain that the probability of occurrence of this non-conformance is really low, and it should correspond to an infrequent case. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 30ga 1/2 in needle pulled out of the hub. The following information was provided by the initial reporter: it was reported that needle detaches. Will have detailed description of complaint soon. When did the incident occur? During use. Additional information provided: response received on (B)(6) 2026, 2:32 pm, (B)(6). Kindly provide the detailed incident description? The only details we were provided is the needle was detached from the plastic yellow base. Was additional medical intervention/medication required? If yes, please explain. No. Was patient or user harmed? If yes, please explain. No. · please confirm the number of products affected. Customer is not sure. Kindly advise where we should send the batch samples to once flights in our region are renewed.